Event description:
Letter states a bard peg was inserted into pt. Dr indicates the peg subsequently leaked in 1998 causing necrotic facitis and eventual death. Dr indicated that the peg was defective.